Event description:
It was reported post permanent scs implant, the pt complaint of feeling pain at the lead site and in his right leg. The pt also reported to have blood drainage at the lead incision site. Diagnostics identified the lead had migrated to the left of the original implant location. The pt underwent an additional surgery to reposition the lead. Follow-up identified the pt's symptoms have resolved and he is doing well.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.